Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient claims that the implanted system no longer works, they can't activate MRI mode. The healthcare provider(hcp) did not have other details about the status of the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. Additional information was received from the patient. They reported that at an appointment with the physician in 21 they discovered that the device malfunctioned and was not operable. It was unknown is this was due to normal battery depletion. They stated that the cause of the device not working was not determined and stated that neither them nor the physician were aware of the reason why the device stopped working. When asked what steps were taken to resolve the issue, they stated that per their physician, until they were out of danger with heart failure, there would be no resolution. This had not yet been resolved. When asked about the being unable to enter MRI mode they stated the cause was determined then stated that it was unknown and that no further actions would be taken to resolve the issue as of right now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back reiterating previously noted events. Patient stated that their implant is "broken" and has not worked for the past 3 years. Patient reported that their healthcare provider (hcp) will not remove their implant because they were in heart failure. Patient reported that they have received letters for clarification on the issue, and they have sent them back but they continue to get letters. Patient would like to stop receiving the letters.